Manufacturer narrative:
Additional e1 (telephone number): (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted once the investigation is complete. It should be noted that the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated in the us for the native mitral valve, specifically for degenerative mitral regurgitation. However, it is approved for both tricuspid and mitral use in the region where the procedure was performed. Therefore, deployment in the tricuspid position is not considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in the tricuspid position. During the procedure, two pascal ace devices were used. The patient had secondary/functional tricuspid regurgitation (tr). The procedure was challenged by poor imaging quality and difficulties navigating the device. An slda was identified after releasing the first used pascal ace. A second implant was opened but not attempted due to poor anatomical conditions of the patient's atrium and ventricle, as well as poor visualization and no confidence that the slda device would not embolize. As a result, the device with slda was retrieved using a snare. The ace was initially detached from the lateral leaflet; the device was closed and would not fit through the guide sheath (gs). Therefore, it was pulled with the snare tightened to the tip of the gs and removed through a larger opening at groin level to extract the entire device. No further treatment or intervention is planned. The patient was in stable condition.